Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the patient's rv lead exhibited high pacing thresholds and high impedances. The device was reprogrammed in unipolar configuration, which yielded normal measurements. No patient symptoms were reported.